Manufacturer narrative:
Updated fields - b4, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and performed fiber optic calibration with no errors. Returned unit to customer. Functional test were performed and passed.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optics aren't working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(event site address): (B)(6).